Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B) (4)

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the iol was noted to be in the anterior chamber instead of the capsular bag where it had been placed. The surgeon reported he noted positive vitreal pressure at the end of the original procedure. In a secondary surgical procedure, the iol was repositioned and sutures placed to hold the iol in proper position. In a follow up, the surgeon reported the device did not cause or contribute to the event, but rather a young patient with positive vitreal pressure. The event has resolved.